Manufacturer narrative:
(B) (4): physio-control evaluated the device and verified the reported failure. The system controller and user interface pcb assemblies were replaced and then proper device operation was observed through functional and performance testing. The device was returned to the customer for use.

Event description:
It was initially reported that the device had a blank display. There was no pt use associated with the reported event. Upon initial examination by physio-control, it was also observed that when the door is on the unit, the device freezes up with a white screen and won't proceed any further.